Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
The following information was reported: successful deployment at left groin with hemostasis on (B)(6) 2014. It was noted that there were multiple sheath exchanges and no multiple stick punctures. The patient was discharged the same day as the procedure. The patient returned on (B)(6) 2014 for one week follow-up and pseudoaneurysm was verified via ultrasound. Size 2.1 cm x 2 cm. The physician chose to not treat and allow it to seal off by itself. The patient was not hospitalized. Stick location: left cfa vessel size: 5-7 mm procedure: intervention peripheral